Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a left ventricular tachycardia ablation procedure via retrograde arterial access with a thermocool® smarttouch® sf bi-directional nav catheter and suffered a cerebrovascular accident requiring fibrinolysis. Post-procedure, stroke symptoms were observed and the patient was admitted to neurology with right hemiparesis, motor deficit, and aphasia. Scan revealed an ischemic stroke involving the left superficial middle cerebral artery, without hemorrhagic reorganization on occlusion of a frontal opercular branch. The patient required 10 days of hospitalization. Patient outcome involves neurologic deficit and aphasia. Procedure involved 6-7 ablations of 60 seconds each using 30-35 watts. It was noted that aside from the ventricular tachycardia, the patient had a healthy heart. Physician¿s opinion regarding the cause of the adverse event is that it was a probable embolic process. Suspected thrombus was treated with fibrinolysis 3.5 hours post-onset of symptoms. In addition, the physician suspects the reliability of the catheter and/or the irrigation level contributed to the event.